Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2017, and the biopsy needle "became twisted and bent". There was no patient injury.